Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced a severe hyperglycemic event and was hospitalized on (B)(6) 2025. The blood glucose (bg) level at the time of hospitalization was 900 mg/dl, and the patient was treated with intravenous insulin and manual injections. The patient also exhibited symptoms including confusion, feeling sick/unwell, headache, fatigue/weakness, vision changes, extremity pain/cramps, increased thirst, and flu-like symptoms. The patient tested negative for ketones. The length of hospitalization was less than 24 hours. No further information available.